Event description:
Routine chest x-ray revealed that the catheter portion of the mediport (approximently 6 cm in length) became dislodged and migrated down the svc and into the distal lpa. The reservoir of the mediport was in an unchanged position. Patient underwent successful cardiac catheterization for retrieval of the piece of catheter that had dislodged into the lpa and surgery for the removal of the mediport pocket.or staff notified the company.